Event description:
It was reported that: "cuff would not stay inflated after intubation. Each cuff was inflated prior to intubation to test. Associated complaints 3003898360-2025-00571, 3003898360-2025-00598.

Manufacturer narrative:
(B)(4). The customer returned two units 5-10116 et tube,cf,8.0 for investigation. One sample was the actual sample that caused this complaint issue and one sample was a representative sample. The et tubes were visually examined with and without magnification. Visual examination of the returned devices revealed that both samples appeared typical. No defects or anomalies were observed. Functional inspection was performed on the returned devices to test for proper inflation and deflation. First, a lab inventory syringe was filled with air and attached to the pilot balloon of the actual sample. Upon injection of air, the balloon cuff was unable to stay inflated. The device was submerged underwater in order to test for leaks. Upon inflation, the device leaked from multiple holes in the balloon cuff. DHR investigation did not show issues related to complaint. Next, the representative sample was tested. Upon injection of air, the balloon cuff was able to properly inflate. The syringe was reattached to the pilot balloon and the balloon cuff was able to properly deflate. The device was submerged underwater in order to test for leaks. Upon inflation, no leaks were detected. No functional issues were found with the representative sample. The reported complaint of "leak - device leak - cuff" was confirmed based upon the samples received. Two samples were returned: one actual sample that caused this complaint issue and one representative sample. The returned actual sample was found to have multiple holes in the balloon cuff which prevented it from being able to stay inflated. No issues were found with the representative sample. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.